Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gall bladder removal surgery, the device was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. The device was replaced to resolve the issue in order to complete the case. There was no patient injury.